Event description:
A report was received that following an implant procedure, the patient was having difficulty charging the ipg, pocket site was swollen and the top of the device was superficial. The patient underwent a revision procedure wherein the pocket depth was revised and patient was doing well postoperatively.